Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
The facility reported to the sales rep that a patient's lateral powerflow device had an encapsulation or scarring that was hampering palpating the port and therefore making it difficult to access. It was stated there was no issue accessing the septum once the piv was on the right path to the septum. No patient harm was reported.